Event description:
It was reported that this pacemaker was only implanted for 3 months and surgically explanted. Following the battery longevity displayed indicating 5 years battery remaining which early replacement was performed. This pacemaker was replaced with the same model and will not be returned. No additional adverse patient effects were reported.